Event description:
It was reported that the catheter imaging got stuck in stent. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. They performed percutaneous coronary intervention (pci). After engaging the 6f 3.5 non-bsc guide catheter, a non-bsc guide wire was used to assess the lesion. Pre-intravascular ultrasound was performed and found a significant stenosis. A 2.26-10 non-bsc balloon catheter was used for pre-dilatation and a 2.5-15 non-bsc stent was deployed to the distal left anterior descending artery. They checked the placement status of the stent using an opticross, however, it got stuck at the distal side of the deployed stent. They pushed and pulled the catheter but failed to remove it. They inserted a 2.0-8 non-bsc balloon catheter to the guide wire to remove the stuck device but was still unsuccessful. They cut off the outer sheath of the ivus catheter to pull out the imaging core but a strong resistance was felt. So, they stopped pulling the imaging core to avoid detachment. Another sheath was inserted and 7f 3.5 non-bsc guide catheter was engaged to the vessel. After a non-bsc guide wire crossed the lesion, an emerge 2.00mm x 8mm was advanced, however, it was unable to reach the location where the device got stuck. The guide wire which was together with the imaging catheter was moved, and they were able to successfully removed the ivus catheter completely and the guide wire from the patient. Then, promus element 2.25-16 and a 3.0 non-bsc stents were deployed at the lesion and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Some portion of the telescope assembly was cut off and approximately 18.0cm of the telescope assembly was not returned. Hub, sheath and telescope assembly were cut off when received. The imaging core assembly was still inside the sheath assembly when received. Kinks were observed in the sheath assembly at 29.4cm and 30.2cm from the femoral marker at the proximal end and distal tip at 100.1cm from the femoral marker at distal end. The guidewire exit port was lifted 1.0mm and ripped 5.0mm long. Cannot insert the returned guidewire into the distal tip end assembly due to the kink at distal tip end. No observed damaged on the returned guidewire. Full image characterization testing cannot be performed based on the returned condition of the catheter. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter imaging got stuck in stent. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. They performed percutaneous coronary intervention (pci). After engaging the 6f 3.5 non-bsc guide catheter, a non-bsc guide wire was used to assess the lesion. Pre-intravascular ultrasound was performed and found a significant stenosis. A 2.26-10 non-bsc balloon catheter was used for pre-dilatation and a 2.5-15 non-bsc stent was deployed to the distal left anterior descending artery. They checked the placement status of the stent using an opticross, however, it got stuck at the distal side of the deployed stent. They pushed and pulled the catheter but failed to remove it. They inserted a 2.0-8 non-bsc balloon catheter to the guide wire to remove the stuck device but was still unsuccessful. They cut off the outer sheath of the ivus catheter to pull out the imaging core but a strong resistance was felt. So, they stopped pulling the imaging core to avoid detachment. Another sheath was inserted and 7f 3.5 non-bsc guide catheter was engaged to the vessel. After a non-bsc guide wire crossed the lesion, an emerge 2.00mm x 8mm was advanced, however, it was unable to reach the location where the device got stuck. The guide wire which was together with the imaging catheter was moved, and they were able to successfully removed the ivus catheter completely and the guide wire from the patient. Then, promus element 2.25-16 and a 3.0 non-bsc stents were deployed at the lesion and completed the procedure. No patient complications were reported and the patient's status is good.